Event description:
Patient had a multivessel CABG on (B)(6) 2025. Sternalock 360 was used to plate the sternum. Pt had a history of severe anxiety, depression, drug use, tobacco smoking. Pt noncompliant post-op; did not stop smoking nor using drugs. Noted that pt had a persistent cough due to smoking. In the year post-op noted to have sternal nonunion. On (B)(6) 2026 patient had redo sternotomy, removal of sternal hardware, redo of sternal plating/sternal wiring, and debridement of sternum. Found to have 7 - 10 mm of sternal nonunion extending into the manubrium. The 2 lower sternal plates had broken completely in half, their screws all intact. The manubrial plate had ripped through the top portion of the manubrium. Able to remove all plates and hardware. Took around 20 min to dissect and excise bony callus and irrigate the area. Able to redo sternal plating and wiring.